Manufacturer narrative:
(B)(4)

Event description:
A review of the manufacturer's in-house programming data on 07/24/2016 indicated that on (B)(6) 2015, a system diagnostic was performed on a patient';s device and resulted in a "fault" in communication. On (B)(6) 2015 the device was interrogated and the settings had been changed to unintended parameters consistent with the faulted systems diagnostics. The device settings were then programmed back to intended parameters on (B)(6) 2016. Additional relevant information has not been received to-date.